Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent graft placement procedure using covera vascular covered stent via venous anastomosis site. During the procedure, after deploying the cephalic end, the release process failed. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified in d2 and g4. Manufacturing review: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was not returned for evaluation but a provided photo shows the stent sheath in a curved form and the covered stent is partially deployed which leads to confirmed results for misfire as reported by the customer. A process related issue could not be found. In this case, it was reported that an 8f introducer and a 0.035" guidewire were used for access, the tracking path was bent with no calcification, pre-dilatiion was performed. Based on the provided photo and the evaluation of the returned sample, the investigation is closed with confirmed results for partial deployment. A definite root cause for the reported event could not be found. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Based on the instructions for use (IFU) supplied with this product delivery system specific events that could be associated with clinical complications include but are not limited to deployment forces. Regarding correct deployment the IFU states: "(...) Maintain a stationary hold on the white stability sheath during covered stent deployment (¿). Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath (...) Relaxed and avoid tension." Based on the IFU, the material required are "0.035 inch (0.89 mm) guidewire of appropriate length to allow safe delivery of the covered stent and removal of the delivery system" and "introducer sheath with appropriate inner diameter and length". Regarding preparation the IFU states: "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated". G2, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent graft placement procedure using covera vascular covered stent via venous anastomosis site. During the procedure, after deploying the cephalic end, the release process failed. There was no reported patient injury.